Manufacturer narrative:
No product has been returned for evaluation nor were radiographs provided to confirm the alleged event.

Event description:
It was reported the implant migrated post-operatively. The company was notified that the patient required a revision surgery. No complications were reported to the manufacturer. The patient is doing well post-operatively.